Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death has been requested. Analysis of the device is in process; results will be forwarded when available. Evaluation summary: no anomalies were found; partial lead in segments was returned for analysis. Evaluation summary: no anomalies found.